Manufacturer narrative:
Model number/catalog number:sc-8336-50, serial number: (B)(4), batch/lot number: 7062981, model/catalog description:coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced significant changes in stimulation with changes in posture. It was also noted that the pocket site was tender and warm to touched. The patient underwent an explant procedure due to physician suspected an infection but was later confirmed that there was no infection.